Event description:
This is a spontaneous case report received from a physician in united states on 12-aug-2015 which refers to a (B)(6) female patient who had an attempt of essure (fallopian tube occlusion insert), lot number c22907, insertion on (B)(6) 2015. Physician reported that during essure procedure, on (B)(6) 2015, it looked like pieces of the catheter were coming off after it went through the scope. No bilateral placement was achieved. The patient had no injury. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had an attempt of essure (fallopian tube occlusion insert) insertion. During the procedure it looked like pieces of the catheter were coming off after it went through the scope. This event, regarded as breakage of essure catheter, is unlisted according to essure's reference safety information. Single cases of essure breakage have been reported, mainly during difficult insertions. In this particular case, limited information was provided. Nevertheless, considering the event occurred in association with essure procedure, causality with the suspect insert cannot be excluded. This case was regarded as other reportable incident, as although the reported device breakage did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. A product technical analysis and follow-up information will be requested.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow up received on 21-oct-2015: ptc investigational result. Ptc global number: (b)(64). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We were unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because the possibility of micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. The risk to the patient for these types of breakage events were assessed during the design process, and adequate risk mitigation actions were taken to minimize the residual risk as documented in the design fmea. Medical assessment: this ptc was initiated due to a technical issue. In addition, the ae case refers to a usability issue. However no medical events were reported. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. Since no medical events have been reported, a batch investigation with respect to similar ae cases is not applicable. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had an attempt of essure (fallopian tube occlusion insert) insertion. During the procedure it looked like pieces of the catheter were coming off after it went through the scope. This event, regarded as breakage of essure catheter, is unlisted according to essure's reference safety information however technical assessment confirmed it as an anticipated event. Single cases of essure breakage have been reported, mainly during difficult insertions. In this particular case, limited information was provided. Nevertheless, considering the event occurred in association with essure procedure, causality with the suspect insert cannot be excluded. This case was regarded as other reportable incident, as although the reported device breakage did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Based on available information, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow-up information will be requested.

Manufacturer narrative:
Follow-up information received on 12-jan-2016: follow-up attempts were done with no response to date. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had an attempt of essure (fallopian tube occlusion insert) insertion. During the procedure it looked like pieces of the catheter were coming off after it went through the scope. This event, regarded as breakage of essure catheter, is unlisted according to essure's reference safety information however technical assessment confirmed it as an anticipated event. Single cases of essure breakage have been reported, mainly during difficult insertions. In this particular case, limited information was provided. Nevertheless, considering the event occurred in association with essure procedure, causality with the suspect insert cannot be excluded. This case was regarded as other reportable incident, as although the reported device breakage did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Based on available information, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Despite follow-up attempts, no further information was obtained.